Event description:
It was reported that electrogram (egm) review of this implantable cardioverter defibrillator (ICD) system revealed crosstalk oversensing of atrial activity on the right ventricular (rv) lead channel and low r-waves. Additionally, rv sensitivity was adjusted and defibrillation threshold (dft) testing was performed due to fine ventricular fibrillation (vf). It was noted that the rv lead was placed in the high septum. This ICD system remains in service. No additional adverse patient effects were reported. Additional information received reported that this right ventricular (rv) defibrillation lead was explanted and replaced due to lead dislodgement. No additional adverse patient effects were reported. This rv lead will not be returned as it was retained by the explanting facility.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this implantable cardioverter defibrillator (ICD) system revealed crosstalk oversensing of atrial activity on the right ventricular (rv) lead channel and low r-waves. Additionally, rv sensitivity was adjusted and defibrillation threshold (dft) testing was performed due to fine ventricular fibrillation (vf). It was noted that the rv lead was placed in the high septum. This ICD system remains in service. No additional adverse patient effects were reported.